Event description:
It was reported that during testing at the manufacturer, there was a hole in the pneumatic hose of the drill. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During visual inspection, a hole in the pneumatic hose of the maestro drill was observed.